Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation one powered handle and one adapter. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Testing revealed that when no reload is attached, the chamfer on the inner diameter of the load ring rests against the leaf spring, creating a pre-load condition. This pre-load on the leaf spring can cause it to activate the reload detect switch when a reload is not attached. No other visual or functional abnormalities were noted once the load ring was replaced. During functional evaluation of the handle, the device produced an error code. The memory of the handle was evaluated and was found to have an error code indicating the handle failed the selector motor calibration sequence. Electrical continuity testing detected open traces on the bldc board. A product enhancement has been initiated to prevent these conditions from recurring. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: the idrive handle was attempted to be set up for the first fire during the procedure. When the battery pack was inserted into the handle, the self check did not start and an error was shown. When the adapter was attached to the handle, the self check did not finish and the error was shown. The status indicator light was solid blue. The five white lights were turned off. The handle indicator was flashing when the battery pack was inserted and illuminated when attaching the adapter. The adapter indicator and reload indicator were turned off when inserting the battery pack and illuminated when attaching the adapter. A new one was opened to correct the problem. There was no patient harm.